Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the water pump was running well. After priming, the temperature of the electrodes ranged from 16-18 degrees c. Once the ablation was started, the temperature rose to 25-30 degrees. The orange tubing inside the pump was noted to have moved distally several times during the procedure.